Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a bilateral salpingo-oophorectomy. Within 10 minutes of use, uncertain errors occurred. When the surgeon removed the device from the patient body to check it up, no irregularities were found. When the surgeon put the device into patient again and then sealed the ligament, he noticed the probe tip was fallen off into the patient. The first device was replaced with a different device and the intended procedure was completed. After the intended procedure was completed, operators find the fallen fragment without an open surgery. There were no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for evaluation. As a result of the evaluation on august 31, 2016, omsc confirmed that the probe tip broke down at 16 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The coating on the outer surface of the jaw had partially come off. The manufacturing record was reviewed with no irregularities. This MDR is regarding the probe damage. Please cross-reference the following report about the coating damage: 8010047-2016-01195. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard, and then the probe is cracked. Then, the probe breaks when the probe receives a load. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.